Event description:
This case refers to a patient who has been using the 6060 home-run pump device for infusion of parenteral nutrition for an unknown time. The pump has been used for this patient together with the 6060 home-run infusion set and an unknown total parenteral nutrition compounded solution (all in one) at an unknown date the pump was returned to the pharmacy because of several air detector alarms of the pump. No event was reported concerning the patient. The air detector had been adjusted to 0.5 ml at the patient. The pump was tested by the pharmacy with a compounded tpn solution (1900 ml volume) and the homerun infusion set. Air detector was set to 2ml. After 1700 ml, the pump displayed that the infusion was completed but continued to pump. After pumping of all of the 1900 ml the pump alarmed air in the tubing, but continued to pump at keep-vein open rate. Also the time was set to 14:00 hours but the display showed 14:01. The pharmacy reported stated that the malfunction could have been life-threatening if that had occurred during patient use.